Manufacturer narrative:
(B)(6). The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. A passing precision run was performed on 17apr2020. In addition, the customer stated that a small clot was observed in the sample floating on top of the serum. Clot was removed prior to retesting. Preanalytical sample handling was the likely cause of the erroneous access accutni+3 result obtained. In conclusion, use error, due to improper sample handling, is the cause of this event.

Event description:
On (B)(6) 2020 the customer reported that a non-reproducible elevated troponin I (access accutni+3) result had been generated on the customer's access 2 section, dxc 600i packaged (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 6.12 ng/ml was released from the laboratory. The result was questioned by nurse or physician. The day after, the customer reported retesting twice the sample on the same anayzer; both repeated results were 0.00 ng/ml. The customer normal reference range is < 0.04 ng/ml. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered heparin. No report of additional changes to patient management was reported. Calibration and quality control were performing within specifications at the time of the event. System checks were performed on 03apr2020, 10apr2020 and 17apr2020 and passed within specifications. The sample was a serum sample, collected and tested in a serum separator tube with gel and centrifuged for 10 minutes at 3750 rpm (1960 g) at room temperature. A small clot was observed floating on top of the serum and removed before the sample was retested.